Manufacturer narrative:
The contribution of the device to the reported event could not be determined as it was reported that the device will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5087843) that the following incident has been reported: during arthroscopic rotator cuff procedure there was an equipment malfunction. Implanting anchors on patient's right shoulder and during this time the surgeon noticed that the tip of the anchor was broken after implanting. Md discharged the implant however, the tip of the plastic was still retained. Additional information obtained 7/24/2019: the facility has confirmed that the date of event shown on the facility medwatch report was incorrect. The actual date of event (procedure) was (B)(6) 2019. The unretrieved fragment resides in the patient's right shoulder. The facility will be retaining the sequestered remaining anchor portion and will not be returning to arthrex for evaluation.